Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of juen2722 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "we had an arterial line stat lock break over the weekend, causing patient bleeding from his radial artery. Luckily it was caught early and the patient didn¿t require any interventions."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged statlock extension set was confirmed; however, the root cause was not identified. The product returned for evaluation was one statlock extension set. Usage residues were observed throughout the sample. The sample was received attached to a non-vad administration set. The male luer adapter was detached from the extension tubing. Adhesive residue was observed covering the exterior of the distal 0.5cm of tubing. Microscopic inspection of the sample confirmed the presence of adhesive residue. Inspection of the distal end of the tubing confirmed that the male luer adapter had detached. The tubing was not broken. Tactile inspection of the sample did not reveal tensile weakness. The presence of adhesive residue suggested that adhesive was applied during device assembly. The lack of tensile weakness indicated that the bond failed without excessive tensile stress. Potential contributing factors include chemical exposure and poor bond curing. A lot history review (lhr) of juen2722 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "we had an arterial line stat lock break over the weekend, causing patient bleeding from his radial artery. Luckily it was caught early and the patient didn¿t require any interventions."